Event description:
A nxstage circuit failure while continuous renal replacement therapy (crrt) was in process. Alarm stated: "alarm #37 - check for high balance chamber pressure". Rn called nxstage for phone assistance. Nxstage states it might be a microfilter issue. Circuit changed out with another circuit that has a different lot number. No harm came to the patient.